Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirt out during manual prime. Customer¿s blood glucose level was 75 mg/dl at the time of incident. Customer was disconnected during prime. Pump not bumped or dropped, no water contact. Drive support cap was not damaged. The insulin pump will be returned for analysis.